Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported by a patient that she had been operated on with our va foot plates. On (B)(6) 2013, the surgeon tried to remove the plate and screws. The implants were cold welded and not removed that day. A second surgical procedure was scheduled for (B)(6) 2013 and the material was removed. The implant material was titanium. This report is for unknown plate and screws. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Unknown part number and lot number. Unknown implant date. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.